Event description:
It was reported that when using the bd pyxis¿ es server, scheduled reports were not running or printing, and users were unable to log in to the server. Upon attempting manual login to generate reports, a red error banner with an exclamation mark was displayed with no additional details, preventing access and report visibility. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue began after a windows update was installed on the report server following a reboot by the information technology (it) team, which resulted in all users being unable to log in and triggered a critical outage. A technical support specialist (tss) confirmed connectivity issues and login failures (including cfnadmin), with errors indicating a broken trust relationship between the servers and the domain. The it intervened and repaired the trust relationship on both the report server and database server, followed by server reboots. Post-recovery, tss validated that all services were running normally, structured query language (sql) connectivity was successful, extract transform load (etl) processes resumed, and reports could be generated without issue. Final confirmation from the customer indicated all systems were operational and communicating as expected. The system functioned as intended after the technical support specialist troubleshot the device.